Event description:
Post orif, reduction of biomalleolar ankle fracture became malaligned. Surgeon removed lateral 1/3 tubular plate and replaced with it distal fibula plate. Reportedly, pt was noncompliant. This is the 1st of 8 reports submitted on this event.

Manufacturer narrative:
Device was not returned. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issue documented during the manufacturing of these parts that would contribute to this complaint condition.